Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery (sfa). After a guide wire crossed the lesion, a 2.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, during the first inflation at 5 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 4mm balloon catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The tip is damaged. Microscopic examination revealed that the balloon has a 16mm longitudinal tear starting at the proximal markerband. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery (sfa). After a guide wire crossed the lesion, a 2.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, during the first inflation at 5 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 4mm balloon catheter. No patient complications were reported.